Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak in the patient line during drain two of five of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, the patient reported that there was a visible ¿nick¿ in the patient line. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.